Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is reportedly affected. The hearing performance started to be bad in (B)(6) 20219, when in situ measurements started to show some affected channels.

Event description:
The hearing performance with the device was affected. The hearing performance started to decrease in (B)(6) 2019 and in situ measurements showed affected channels. The user was re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. Even though no such causal event, like an accident, is mentioned in the recipient report. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
Additional information: based on the information received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. In addition, damage to the active electrode caused by excessive mechanical stress is considered. However, a device investigation is necessary to determine and confirm an exact root cause. No information about further steps has been received.

Event description:
The hearing performance is reportedly affected. No information about further steps have been received.